Event description:
On (B)(6) 2025, by email, a patient (pt) reported experiencing a corneal ulcer after wearing unknown acuvue® brand contact lenses (cls) and is now "unable to use contact lenses and without glasses I am using with the old degree because the money I had invested in contact lenses." No additional information was provided. On (B)(6) 2025, the pt provided additional information. The pt experienced burning sensation, redness and "sand sensation" on both eyes (ou) after 5 minutes of wearing acuvue® oasys® for astigmatism brand contact lenses (cls) from sealed blister packages on (B)(6) 2025. The pt consulted an optical store and was advised the symptoms "could be due to not wearing lenses for some time." The pt was advised to use renu drops to relieve the burning sensation as "eyes can become dry due to cl wear." The pt was also advised not to wear cl or glasses in the morning for two weeks to "stabilize the brain and eyes," and to wear cls in the afternoon until becoming "accustomed to wearing." The pt reported using "lubricating renu" for a month. The pt wore the same pair of lenses "in that manner for almost a whole month." The pt returned to wearing cls "full time," using the same pair of cls, and experienced the same symptoms and after 5 days of wear, developed discharge and redness ou. The pt visited an urgent clinic (date not provided), was diagnosed with conjunctivitis ou, and was "given a document from medical doctor saying 'possible infectious conjunctivitis' or something of that nature." The pt is not certain if the document is available. The pt stated "the doctor did not mention if it was bacterial," the pt "assumes it was because antibiotics were prescribed." The pt was given an ointment and an eye drop (names not provided) and received a "muscular injection" of dexamethasone during the visit and was prescribed ciprofloxacin eye drops 2 drops on each eye, every 4 hours for 7 days. The reported symptoms did not improve with use of eye drops, and after 2-3 days the od developed edema. The pt returned to the urgent clinic and was told according to symptoms, ¿it could be a corneal ulcer¿ and was advised to visit an ophthalmologist for a diagnosis. The pt was advised to continue using medication previously prescribed and was given an injection (name of medication unknown). The pt stated that the edema resolved after 3 days. The pt clarified that the "ulcer" mentioned in the initial email was not diagnosed, the pt was "just assuming." The pt has a follow-up consultation with a specialist on (B)(6) 2025. The pt is now wearing glasses, not using any eye drops, and stated the eyes are "fine now." Attempts were made by phone and email to obtain the treating emergency care unit(s) contact information to verify diagnosis and treatment provided and the availability of product for return and evaluation on 02apr2025, 04apr2025, and 07apr2025 with no success. No additional information has been received. This ou "infectious conjunctivitis" event is being reported as worst-case as the patient's diagnosis and treatment could not be verified with the treating doctor. This report is for the pt¿s od event. A separate report will be submitted for the pt¿s os event. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number l005wf4 was produced under normal conditions. The suspect product was requested to be returned for evaluation but has not been received. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.